Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvm12100 fluency stent graft was allegedly difficult to remove and allegedly experienced a misfire. This information was received from a single source. The alleged difficult removal and misfire involved a patient with no known impact to the patient. The patient was a 79 year-old male weighing 85 kg.

Manufacturer narrative:
The device was returned for evaluation. Based on the investigation of the returned catheter sample it could be confirmed that the user could only partially deploy the stent graft. The deployment mechanism was found in used condition, the stent graft was found partially deployed, and during evaluation testing a further deployment was impossible. The outer force transmitting catheter as found elongated which indicated that excessive release force must have been present during deployment attempt. An indication for a process related issue could not be found. Based on the information available, a definite root cause for the reported event could not be determined. The reported application represents an off label use of the device. The device is labeled for single use.

Manufacturer narrative:
The device was returned for evaluation. Based on the investigation of the returned catheter sample it could be confirmed that the user could only partially deploy the stent graft. The deployment mechanism was found in used condition, the stent graft was found partially deployed, and during evaluation testing a further deployment was impossible. The outer force transmitting catheter as found elongated which indicated that excessive release force must have been present during deployment attempt. An indication for a process related issue could not be found. Potential factors which may have caused or contributed to the reported issue have been considered. Based on the sample returned no indication for a manufacturing related issue could be identified, however, a manufacturing related cause was considered. Based on the information available, a definite root cause for the reported event could not be determined.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvm12100 fluency stent graft was allegedly difficult to remove and allegedly experienced a misfire. This information was received from a single source. The alleged difficult removal and misfire involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.